Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 500 mg/dl. Reportedly, the customer administered a correction injection to address the bg. Multiple attempts were made by tandem technical support to reach out to the customer to obtain back-up therapy; however, no response was received.